Manufacturer narrative:
As complaint meter was returned, I-sens conducted a control solution test with the returned meter and retained strips of the complaint lot. The results showed that all results were within the acceptable range, and the cv% satisfied the internal standard in I-sens. Therefore, it is concluded that the product operated correctly.

Event description:
The caller reported that a meter was reading low. The caller stated that he was not there when the incident happened, but his team was there. The caller stated that when his team used the assure prism on the patient, they received a reading of 221 at 1:44 am on (B)(6) 2023. The caller stated that when they took the patient to the hospital, the lab work on the patient stated their blood glucose was 600. The caller stated that it was 10 to 15 minutes between when they took the patient's blood sugar with the meter and doing lab work on the patient. The caller stated that he does not know what the reading was for the control solution, but the control solution reading was in range. Replaced meter, strips and sent return label.